Event description:
Caller reported a malfunction on the pump, with no notable events occurring before it. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the same malfunction did not recur after the reset. Technical support advised the caller to report if any malfunction code reappears, which the caller acknowledged and understood.